Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer, surgeon (B)(6) informed to regional manager of stryker, (B)(4) that the surgeon planned to remove the upper part of implant's stem. He planned to change that part to bigger size/ thicker one. When surgeon took implant 6260-4-060 he noticed click sound and lower part of that loosen from upper part. That lower part remained inside the implant. Surgeon decided to left that implant in place to the patient. Surgical delay about 30 minutes. Patient was (B)(6) man from (B)(6).

Manufacturer narrative:
The device was not available for evaluation. An event regarding a fracture of the restoration modular stem body separator was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: two other events were reported for the lot indicated. Conclusions: the failure could not be confirmed nor a root cause determined as the device was not returned for inspection. If the device becomes available, this investigation will be reopened. Device not available.

Event description:
The customer, surgeon (B)(6). Informed to regional manager of (B)(4). That the surgeon planned to remove the upper part of implant's stem. He planned to change that part to bigger size/ thicker one. When surgeon took implant 6260-4-060 he noticed click sound and lower part of that loosen from upper part. That lower part remained inside the implant. Surgeon decided to left that implant in place to the patient. Surgical delay about 30 minutes. Patient was (B)(6).